Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was incorrect. Tandem technical support assisted customer changing the pump time. Customer's blood glucose was 220 mg/dl.